Manufacturer narrative:
Results eval codes: the sample involved in this event has been forwarded to the mfg site for investigation. Upon receipt of the completed investigation a follow up report will be submitted. We can report that this is the first report for this type of event on this product line. As such, we feel this is an isolated event.

Event description:
User alleges one event of using the trained on the use of the device, out of package, and when inhaled the women felt a piece of plastic inhaled thru the acapella and got caught in her throat. She was guided by the therapist through coughing and water to get the piece of plastic expelled; the device as well as the plastic was retained. Pt was not using a nebulizer at the time.